Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a lower than expected monitoring voltage. This observation was made while the device remained within the packaging. The device was not implanted, but returned to guidant for analysis.